Manufacturer narrative:
Possible event date: (B)(6) 2019.

Event description:
Information was received that a smiths medical cadd administration set was in use with a cadd hcpa pump when the medication would not infuse. The reporter stated no alarms went off on the pump. It was also reported once the operator changed the tubing, the pump functioned properly, but during another time the user changed the pump and the infusion system functioned properly. Therefore, the anesthesiologist pushed the pain medication and did not use the pump. No additional treatment was needed for the patient and no adverse patient effects were reported.